Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose levels for three weeks. The customer's blood glucose level was around 20 mmol/l. The customer had to change the sites 5 to 6 times in a week. The drive support cap was indented. The customer injected 15 units before calling. The self-test was completed. The high pressure test and displacement test passed. The time on the insulin pump changed by itself. The insulin pump was exposed to an x-ray three weeks ago. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump motor passed motor test. The displacement test functioned properly. The insulin pump was programmed with the current time and date, monitored for several days and the time and date was functioning properly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.